Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to flattened dome switch on the act button. Lcd connector was inspected and no anomaly was noted. Units received with minor scratched lcd window and cracked reservoir tube lip. Pump passed the dat test at 0.08820 inches.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 300 mg/dl. Customer reported that insulin was not delivering. Customer's blood glucose was 500 mg/dl. Customer was in the emergency and was being released. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.